Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. All information reasonably known as of 20-dec-2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4).

Event description:
Avanos medical, inc. Received a single report that referenced three different incidences, which were associated with separate units, involving three different events. This is the second of three reports. Refer to 9611594-2019-00253 for the first event. Refer to 9611594-2019-00255 for the third event. It was reported there was an incident where the bevel of the microcuff endotracheal tube (ett) "seems to obstruct". The most recent incident occurred "around two or three years ago." The incident did involve a decrease in tidal volume, high pressures and subsequent extubation and resultant re-intubation with a new ett. The respiratory therapist (rt) stated that the obstructions manifested with head positioning and could be altered with positional manipulation. The rt stated they typically don't inflate the cuff but tried in this case. While improvement was seen, it wasn't consistent, so they stopped inflating the cuffs. The patient had an ett placed for a surgical procedure which required intubation.